Event description:
Boston scientific received information that right ventricular (rv) shock impedance measurements were consistently stable in the mid to high 90 ohms. Approximately three and a half years later, a routine implant device procedure was performed. Shock impedance measurements were greater than 125 ohms in all vectors. Defibrillation threshold testing failed at 17 joules and 21 joules. External defibrillation converted the induced arrhythmia. The implanting physician then removed cleaned and re-implanted the leads. Testing again at 31 joules failed to convert. During this testing, a fault code was detected for an open condition detected with delivery of shock. The physician elected to abandon the rv lead. The patient was fitted with a life vest and two days later, a second procedure was performed. The new device and chronic rv lead were explanted and replaced without complication. A distal coil fracture above the yoke was suspected.

Manufacturer narrative:
At this time the lead has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.